Manufacturer narrative:
Our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unsealed 24ga x 0.75in. Insyte autoguard unit from lot number 3083904. Additionally, 5 photos were provided. Through the visual inspection the packaging and the catheter were provided with media present. A leak test was performed, and the unit displayed leakage. Further microscopic analysis discovered damage to the catheter tubing just above the nose of the adapter. Small cuts and a hole in the tubing was discovered. Your reported issue was confirmed. Due to the characteristics at the leak site and what appeared to be blood residue in the sample, the damage likely occurred during use. As the cut observed was not a clean cut, it is unlikely that this would have occurred during manufacturing. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that while using the bd insyte¿ autoguard¿ shielded IV catheter there was leakage. The following was translated from japanese to english: this report is about blood leakage from the cannula root. When the needle was punctured, blood leaked from the joint between the cannula and the hub.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd insyte¿ autoguard¿ shielded IV catheter there was leakage. The following was translated from japanese to english: this report is about blood leakage from the cannula root. When the needle was punctured, blood leaked from the joint between the cannula and the hub.